Event description:
It was reported that the rv lead was oversensing the minute ventilation (mv) signal. The mv sensor was turned off. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).